Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complaints of pain and low-grade temperature. There was concern for driveline infection. The patient had on and off chills with a temperature of 100 degrees fahrenheit. There was a rash at the driveline site with tracking up to the sternum. The patient had drainage for 2 months since dropping the bag. The patient was started on intravenous (IV) antibiotics (vancomycin and maxipime). Infectious disease (ID) was consulted. A computed tomography (CT) scan revealed fluid and inflammatory changes around the driveline site. The patient underwent further evaluation as inpatient. Cultures came back (B)(6) for (B)(6). The patient went to the real time operating room (rtor) for incision and drainage (I&d) of the driveline. A wound vacuum (vac) was placed on (B)(6) 2021. The patient returned to the rtor on (B)(6) 2021 for removal of wound vac and wound closure. The patient was discharged home on (B)(6) 2021 with continued IV antibiotics.